Event description:
It was reported to ventec that the device's inspiratory tidal volume (vti) levels were low. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. The reporter further advised ventec that no information about the patient would be provided.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: ventec received the device and downloaded its electronic records for analysis. Upon review, ventec confirmed the reported issue, observing that the device had logged alarms due to low inspiratory pressure. Ventec also observed the device had logged instances of low exhaled tidal volume (vte) levels. Ventec then performed an evaluation of the device but was unable to duplicate the reported issues. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be conclusively determined.